Event description:
Boston scientific received information that during the implant procedure this right ventricular (rv) lead exhibited placement difficulty along with dislodgement. The lead was attempted to be repositioned 12 times. On the last try the stylet could not be positioned in the electrode and the helix could not be screwed out. It was alleged that the lead was fractured. When the lead was removed from the patient it was noted that the helix was damaged. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the complete lead was returned. The ez tool returned with the product properly seated over the terminal connector and the fixation knob engaged. With the fixation knob still engaged, clockwise twisted noted on the entire lead body. The twist in the lead body is an indication of over-turning the helix. When the fixation knob was disengaged, the pent up torque was released and the lead sprang back and was then only slightly twisted. The lead pass helix mechanism testing. The clinical observation was unable to be confirmed. This lead was determined to be electrically continuous. There were no damages noted at the lead's tip or helix that would have contributed to the dislodgement.